Event description:
End user states she has had several instances with the joystick after it was replaced by nsm. She states that there is a yellow light that she sees flashing but then it shuts off, on instance she almost fell off of a lift. Had an instance at the store over the weekend, states the chair started go very fast, started to go in a circle, then shut down. She states her arm did hit the end of the aisle, no injury